Manufacturer narrative:
(B)(4). One-unit of oncontrol was returned to teleflex for evaluation. Blood particulates were noted on the unit. The tip separation of the cannula shaft was confirmed. Per subassembly, the shaft length was observed to be 3.79 +/- 0.10 inches (93.7 mm - 98.8 mm). Approximately, 0.5 - 1 cm of distal tip was missing. Viant is the supplier for oncontrol needles. A DHR review was completed. No issues or non-conformances were noted. All processes were followed. Case details were reviewed. Customer stated "tech believes physician used marrow needle on lesion site and then used same needle on different site to obtain marrow sample." Additional information was requested. A response was received. The bone was sclerotic. Physician was using a bmb kit on a hard bone lesion biopsy. Per IFU states the following the arrow oncontrol bone marrow aspiration system is intended for bone marrow aspiration of the iliac crest of adult and pediatric patients. The arrow oncontrol bone marrow biopsy system is intended for bone marrow core biopsy of the anterior or posterior iliac crest of adult patients. The needle was used twice at two different lesion sites. Distal part of the needle was left inside the patient during the second attempt. Site was the right iliac crest. Procedure was aborted. No additional intervention was performed. A manufacturing record review was completed by viant and no related nonconformances were found. Based on the information, the most likely root cause of the issue is user error.

Event description:
It was reported that: during a biopsy of a right iliac crest. The physician used the same bmb tray on two separate lesion sites instead of using the blb tray, lesions were sclerotic. Patient did fine but lower half of needle left in patients' hip. No surgery required, and no extended stay was required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: during a biopsy of a right iliac crest. The physician used the same bmb tray on two separate lesion sites instead of using the blb tray, lesions were sclerotic. Patient did fine but lower half of needle left in patients' hip. No surgery required, and no extended stay was required.